Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient complained of sharp chest pain with inhalation, constant fatigue and discomfort in the throat area. Patient went to the ER on (B)(6) 2014 with continued complaints. CT of the chest showed mild to moderate pericardial effusion. Echo showed a mild effusion. Patient was hospitalized overnight due to elevated white blood count. On (B)(6) 2014 patient complained to doctor of discomfort. Pacemaker check was okay. Percocet was prescribed. On (B)(6) 2014, patient was still complaining of discomfort. It was decided to revise this lead, but before that could be done, the patient presented to the hospital on (B)(6) 2014 with pericarditis. Patient said the pain had increased and a fever had developed. Antibiotics were started and a tee will be done to rule out endocarditis.